Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump was received with cracked case at the display window corners, minor scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that he could not press his buttons for about 10 to 15 minutes. He was able to exit from the alert and begin using the keypad again. However, he received another button error alarm about 1.5 hours later, and the keypad became unresponsive again. The customer's blood glucose was 76 mg/dl. The customer noted that he had been laying out it in the sun by the pool with the device in his pocket leading up to the alarm. He noted that something may have been pressed up against the buttons. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-65631.